Event description:
It was reported that the device delivered inappropriate shocks due to tachycardic transient atrial fibrillation and oversensing. It was further reported that a review of product performance data indicated right ventricular (rv) lead t-wave oversensing which resulted in inappropriate shocks. The patient was hospitalized and treated with medication. In addition, the device sensitivity was reprogramed and the device and rv lead remain in use. It was noted that the patient is taking part in the (B)(4) study. No further patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Device detected sensed rhythms according to programmed settings.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).